Event description:
It was reported that a charger for the ilet system overheated, and a goodwill replacement was provided; the issue was documented as a peripheral charger overheating, and the device problem characterization remained insufficient due to limited information. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with the device problem remaining insufficiently characterized and the specific component details insufficiently defined. It was concluded, based on previously established findings for similar reports, that the cause was not established.